Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2016. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of cobalt and chromium in her blood.

Event description:
It was reported that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2010 and was revised on (B)(6) 2016. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of cobalt and chromium in her blood.

Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding abnormal ion levels involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned; medical records received and evaluation: not performed as no medical records were returned for review; device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies; complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in her blood. It is further alleged that she suffered injuries as a result of implantation and explantation of the device at issue. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.